Event description:
The facility initially reported metal in incision after using the knife in surgery. Additional information received from the doctor on 5/3/2007 stated, he was unsure if all particles were removed. There was no damage to the eye.

Manufacturer narrative:
We received a specimen cup from this reporter. The entire content of the specimen cup was filtered and microscopically examined. No metal particles were observed.